Manufacturer narrative:
Rapidport ez strain relief. (B)(4). The product associated with this report has not yet been returned. Based upon the catalog number and implant date provided by the reporter the connector type is assumed to be a rapidport ez strain relief. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. No additional information has been reported to allergan regarding the serial number. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. It there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."

Event description:
Healthcare professional reported a lap-band band slippage. The lap-band device was repositioned. At the time of surgery to reposition the band, the physician noted that the "tubing was not connected to the port" and that the "boot came loose in side of the [patient]." The port was explanted and replaced.